Manufacturer narrative:
The tube was not available for investigation. Without the sample for investigation, the failure mode cannot be confirmed or a root cause determined. The lot number is unk, therefore, the date of manufacture can not be determined. Follow up attempts with the customer to return the sample are ongoing. If the sample becomes available for further investigation, a f/u report will be submitted should any significant info result.

Event description:
The caller reported that the pt's 4.0ped tracheostomy tube had the tube separate from the hub. The issue required the pt to be rushed to the hospital to have the tube removed from her trachea. The pt is stable and is using another 4.0ped tracheostomy tube. The tracheostomy tube was originally installed on 04/08/2011. The tube portion of the trach was thrown away, and the flange may be with paramedics but the caller was not sure. No product is available for eval at this time and the lot number is unk.